Event description:
During resuscitation CPAP mask went completely flat, making it extremely difficult to maintain a seal for infant. Prior to delivery, mask was checked by 3 nurses including this rn and the nicu rn.